Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that pt like to connect with a representative for help with a spinal cord stimulator issue. Pt clarified their stimulator is currently working, but they are unable to increase the stimulus level. Patient services (pss) redirected pt to connect with their healthcare provider (hcp) and the hcp would facilitate scheduling an appointment with a rep. Patient reported that they are getting settings not available when they turn the controller on. Patient stated that they spoke to a rep and the rep said that the issue was the patients 16 leads and needing to be reprogrammed; patient added that the issue was intermittent at first. Patient mentioned they spoke to the rep in summer of 2023. Patient stated they did not have a doctor and so they didn't know how to address the error message and that they could still decrease their intensity but not increase it; patient added that at certain times they feel they need to increase and can't. Patient noted they need to meet with someone cause when the stimulator works its great; patient followed up saying that they have a neurosurgeon and are not sure if they should stay with them or get a doctor in their new area since they moved. Patient mentioned their first stimulator and leads being replaced in 2019 and that the doctor told them the leads would have to be replaced when they get their current stimulator replaced; patient added they think their leads could be going bad or further from their nerves. Patient stated they feel kind of lost since they moved and don't know who to contact and who to go to for a doctor. When asked for an event date; patient reported about a year ago was the first time so summer before last so 2023 was when they first got the message but it went away and worked and they could raise stimulation and then next time they did a more time and then 4 months since the message has been consistently on the controller. Additional information was received from a manufacturer representative (rep). Rep reports that the cause of the settings not available message and inability to increase stimulation was because the patient had an electrode that was showing "avoid" during an impedance check. Rep reports the patient's device was reprogrammed to avoid this electrode. Rep reports this reprogramming resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.